Event description:
It was reported that pump displayed cartridge change error that prevented cartridge from loading correctly. There was no adverse impact to the customer¿s blood glucose level. Customer checked cartridge seal and pump connection area, cleaned pump as instructed, attempted to reload cartridge without success, then filled and installed new cartridge with support from technical support and successfully completed load process and resumed insulin delivery.